Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the recharging issues and return of twitching and grinding of teeth was unknown. The nurse from the healthcare provider¿s office called the patient¿s extended care facility and was told by their staff the patient wasn¿t having charging issues, grinding of teeth, or twitching, so no further action was needed as the issue was resolved. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that one of the recharger's was not working. They state that it takes a charge from the wall just fine, when she puts antenna over the ins the screen shows battery charging and boxes on bottom of the screen. It was reviewed this is normal function. They state the patient was sleeping at the time of the call so no troubleshooting could be done. Caller went on to say her concern is around that the ins will not charge past 50%. When the patient checks the percentage with the programmer it does not show higher than 50%. The patient went on to say the patient had a return of symptoms-teeth grinding and twitching. They state the ins is on. No further complications were reported or anticipated with this event.